Manufacturer narrative:
Continuation of concomitant medical products: product ID: 37092, serial# unknown, product type: accessory. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported by the patient that they had gone to the health care physician (hcp) about 3 weeks ago and the hcp had told them to try a different program. The patient said they were having problems and they were leaking all the time. While on the call, patient services reviewed how to change programs and the patient was able to change programs and they increased stimulation to where they could feel it. The patient was then redirected to follow up with their hcp if the symptoms didn't improve and if increasing stimulation more didn't improve the symptoms then the patient could discuss with their hcp about switching programs. The patient reported the device had never worked right. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated that "all of the sudden they were having to urinate more about the last week or so" and confirmed late january. Patient hasn't used controller at all. The patient was helped to use it and it stated it needed to change pp batteries. Patient doesn't have any available but will find some then call back for further troubleshooting. The patient experienced loss of symptom. The patient call back with remote control requesting to troubleshoot. Patient services walked caller through programmer and patient was able to increase. Patient is in program 2 and was increasing to 1.8v. There were no further symptoms or complications reported or anticipated.